Event description:
The hcp reported that the device was explanted due to infection in 2002. The infection was not a perioperative infection; date of onset: 2002. The pt was experiencing redness, drainage and incisional wound opening. The primary source of the infection was the device pocket and chronic urinary/bladder fistula. The pt did not have meningitis. A culture of the wound was obtained and gram negative rods/group b strep were isolated. The pt was prescribed both oral and intravenous antibiotics. The infection is reported to be "ongoing"; no drug withdrawal was reported. The pt was receiving lioresal via the pump. The pt has the following risk factors: chronic infection-osteomyelitis; debilitated status; decubitus ulcers; urinary tract infection; malnutrition and post-op wound or skin contamination.